Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a incomplete cartridge change alert. Tandem technical support (cts) explained the cause of the alert (the load process is begun but not completed within 3 minutes), however the customer reportedly had not navigated to or begun the load process at the time the alert was declared. Additionally, the pump data logs verified that the customer had navigated to the load menu and selected to change the cartridge. Multiple attempts were made to relay the information; however, the customer did not respond.

Manufacturer narrative:
(B)(4). Device evaluation completed on (B)(4) 2018.